Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins.) For urinary dysfunction/sacral nerve stim. It was reported, that the patient had discomfort/soreness/pinching/ache/pressure. The patient was booked for replacement. And it was a revision of device. Pt stated, in pre-op, they had pain at the battery site. Device was moved to opposite side. Please note, mstar states device had been previously explanted in 2022. Pt did have device in before arriving at facility today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.